Event description:
It was reported that a perforation occurred during a coronary orbital atherectomy procedure. The target lesion was 90% stenotic, 22mm in length and was located in the right coronary artery (rca). A 6fr introducer sheath, a 5fr guide catheter and a 0.014" luge guide wire were used to access the lesion. The luge wire was then exchanged for a csi coronary viperwire, which was advanced across the lesion. A csi orbital atherectomy device (oad) was then loaded onto the guide wire and advanced to the site of treatment. The physician performed two runs at low speed and one run at high speed using the oad. Upon completion of atherectomy, the patient became hypotensive and experienced hematemesis. The oad was removed and angiography revealed a distal rca perforation. A 2.5 x 20mm trek balloon was inflated at the site of the perforation. An attempt to place a covered stent (2.8 x 16mm graftmaster) to resolve the perforation was made, but was unsuccessful because it could not cross the lesion. Four overlapping non-covered stents (2.25 x 28mm, 2.75 x 15mm, 3.0 x 28mm and 3.5 x 18mm) were placed to aid and support the delivery of the graftmaster covered stent. The physician post-dilated the stents using a 3.5 x 12mm balloon. The covered stent still would not cross the lesion and the patient started to sit up and pull on her arm. Consequently, wire access was loss, so the patient was deeply sedated and intubated. The vessel was re-wired and the stents were once again post-dilated, this time using a 3.5 x 15mm balloon. The physician was then able to successfully deliver and deploy the 2.8 x 16mm graftmaster covered stent and resolved the perforation. Final angiography revealed 0% residual stenosis. The csi oad was discarded after the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).